Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via email from the customer's parents that the clear plastic ring on top of the reservoir compartment has come loose. Troubleshooting was not performed and the insulin pump is returning.

Manufacturer narrative:
Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, broken battery tube threads, and minor scratched lcd window.